Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed to open. The field service engineer (fse) confirmed that the customer said they were able to fix the failed tower door by recovering it. The fse remoted into the station and confirmed there were no failures. There was no need to go onsite. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.